Manufacturer narrative:
(B)(4). Failure to break the frangible prior to priming can cause air to remain in the set and lead to an incomplete prime, which is a known cause of this type of alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to break the frangible and repeat for all solution bags necessary for treatment prior to priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during fill three of four. During troubleshooting, it was found that the frangible on a supply bag had not been broken. The hp broke it during fill three. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a supplemental report will be submitted.